Manufacturer narrative:
Other event site email: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
During use, customer reported that cardiosave intra-aortic balloon pump (iabp) device had gas gain in iab circuit. There was no patient harm or injury reported.